Manufacturer narrative:
The pump was returned to animas for evaluation. During investigation, it was found that all keypad button presses did not activate desired pump functions. The up arrow and down arrow keypad buttons were found to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up and down arrows are responding intermittently. It was reported that the pump is not exposed to water and there is no damage to the pump.